Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain at the ipg site and presented to the emergency room where an infection at the ipg site was suspected. The patient was prescribed oral antibiotics for 2 weeks and the patient's physician indicated the issue was resolved.